Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. The customer confirmed the reported problem and contacted tech support to assist them. To resolve the reported problem, tech support recommended replacing the power supply. The customer ordered the replacement part power supply. It has not been determined if the ordered part has resolved the issue. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the v60 device would not power on. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 07jun2019. Date of report: 11jun2019. He manufacturer's remote service technician performed troubleshooting with the customer. The customer confirmed the reported problem and the service technician recommended replacing the power supply. The customer replaced the power supply and the issue was resolved. No further issues were found, and the unit has been returned to use. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.